Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed recurrence of paradoxical adipose hyperplasia (pah) some months after liposuction for pah.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed recurrence of paradoxical adipose hyperplasia (pah) some months after liposuction for pah.

Manufacturer narrative:
Continued a5: hispanic/latino. H11 - corrected data: g3 of the previously submitted report (emdr-11627) should have been captured as 04/apr/2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the flanks using the coolsmoothpro applicator on to the bra roll (back) using the cooladvantage+, coolcurve+ applicator who developed recurrence of paradoxical adipose hyperplasia (pah) some months after liposuction for pah.